Event description:
It was reported that the patient's implantable neurostimulator (ins), quit working approximately 2 weeks after implant. The patient had severe pain in his arm and back pain where a laminectomy was done. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).